Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the ins site. As such, surgical intervention took place on 10 march 2020 wherein the ins was explanted and replaced with a new ipg. The new ipg was implanted deeper in the same pocket to address the issue. Reportedly, therapy has been resumed post operatively.